Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 50 mg/dl. Bolus was delivered to address elevated bg level. Tandem technical support guided the customer through correcting the pump settings to address the event.